Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken yaw pulley. Intuitive motion was not being experienced upon manual input of the disk knobs because of the physical damage. The yaw pulley was missing a piece approximately 0.14 x 0.07 and was not returned. The known common cause of this failure is mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the maryland bipolar forceps instrument was found to be missing. At this time, the location of the missing instrument fragment is unknown and it is unclear if the missing instrument fragment fell and was retained inside the patient. However, there is no indication that a malfunction of the maryland bipolar forceps instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) noted a broken pulley from the maryland bipolar forceps instrument and was potentially inside the patient. The issue occurred during dissection and after checking the tip of the instrument, a fracture was detected. The csr stated that the fragment potentially fell in the abdominal cavity of the patient. It was unknown if a fragment(s) of the instrument retained inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On 07/27/2017, isi contacted the initial reporter and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use; however, the instrument was used successfully for 2-3 hours. The surgeon did not attempt to locate any potential fragments because there was not enough time to do so. A video of the procedure was not available for isi to review. It was unknown if post-operative tests were performed related to any potential fragment. No patient harm, adverse outcome or injury was reported and the patient was discharged from the hospital.